Event description:
Customer stated damaged transformer housing.

Manufacturer narrative:
A replacement adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord has not yet been received at medela as of 12/11/13. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Show additional information or the original product be received, resulting in new, changed or corrected information, a follow up report wil be filed at that time. This issue with a damaged transformer housing for the freestyle device is currently being investigated under (B)(4).